Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported scope communication error codes e311 (white balance incomplete) and e931 (white balance failed), along with a green-tinted image from the processor output during a therapeutic procedure involving an olympus gynecologic laparoscope. There was no patient injury reported.